Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (1) pcu had display board failure to the lcd screen. There was no reported patient involvement.

Manufacturer narrative:
Correction: disregard file- after further clinical review of the file, it was identified that the lcd display board failure of a pcu module is not reportable.

Event description:
It was reported that (1) pcu had display board failure to the lcd screen. There was no reported patient involvement.